Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing wound was being exacerbated under the lifevest equipment. Patient described the area as bruises and sores on back from being in hospital bed. There was no alleged device malfunction contributing to the wound. It's unclear if the nurse who spoke with support services, applied any creams or ointments to the wound. Reporting out of an abundance of caution. Outcome of the wound is unknown.